Event description:
It was reported that a malfunction warning appeared in customer¿s pump management software, and technical support informed customer this indicated pump malfunction with malfunction code zero that had not been previously reset. There was no adverse impact to the customer¿s blood glucose level. Technical support guided customer through pump reset steps, confirmed malfunction did not recur, advised that pump use could continue, and instructed customer to call back if malfunction warning appeared again, which customer acknowledged and understood.